Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that her son experienced high blood glucose level of 500 mg/dl. Customer was treated with insulin. Customer was not using auto mode. Customer did not allege insulin pump for under delivering. Customer declined to check air bubble and leak. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for the analysis.